Event description:
It was reported that the user experienced signal loss between the dexcom g7 sensor and the ilet, with the ilet displaying three dashed lines and not receiving glucose readings, while a manual fingerstick measured 186 mg/dl and was entered into the ilet. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability issue consistent with intermittent communication failure attributed to the device¿s electrical and magnetic communication path, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.